Event description:
It was reported that a spectrum pump failed downstream occlusion test during testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, reported problem "failed downstream occlusion test" was not reproduced. Evaluation sent the device for downstream occlusion testing with passing results. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of specification force sensor calibration values. The force sensor scale factor requires to be calibrated to address this issue. Should additional relevant information become available, a supplemental report will be submitted.